Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification was received after the cartridge was filled with 300 units of insulin. Customer loaded another cartridge and insulin delivery was resumed. There was no reported impact to customer's blood glucose.